Event description:
Had outpatient laparoscopic surgery for an inguinal hernia. Dr. Used bard 3dmax mesh secured with optifix tacker. Within several days, pain began at site of hernia and right testicle. Went to family practitioner in (B)(6) 2016. He could find no issue and referred me to a surgeon. In (B)(6) of 2017, went to a surgeon of my choice. He diagnosed that I had an infection and placed me on antibiotics. Some relief was had but pain persisted. Went back to surgeon and he noted he thought the mesh was the problem but wanted to rule out other potential issues first. He sent me to six weeks of physical therapy. Found the pain continued. I then found a nerve therapist and the first session provided significant relief but after another six sessions, the pain persisted. I then enrolled in gyrotonics class. Again, no relief. Went back to the surgeon and scheduled surgery for (B)(6) 2018. The surgeon did not remove the initial mesh but added additional mesh to the front side of the hernia and sutured the mesh in place. He found the edge of the original mesh to be at the edge of the hernia exposing the hernia that had reoccurred. He could not determine whether the mesh moved, folded or shrunk. It is now about two months after the second surgery and I am feeling better than anytime since the initial surgery. The pain is gone and I can freely move my body in all directions without any discomfort. I am probably 90-95% recovered and have yet to recover all the strength and stamina lost from the initial surgery and the down time (two plus years).